Event description:
It was reported that balloon burst occurred. The target lesion was located in the left forearm artery. A 6.0 x 60, 75cm mustang was advanced for dilation. During preparation, it was found that the balloon bursts when flushing. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 6mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.